Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). This follow up MDR is being submitted for cancellation and to include the investigation findings. A conservative approach was taken in initially assessing this complaint. On completion of the investigation, it was concluded that the failure mode was 'components detached - user error'. Based on the information provided in this complaint, the risk will be established within the file. The most applicable fmea section is low risk. The failure effect assigned: "the guiding catheter is difficult to withdraw and the procedure is completed with difficulty. There is no health consequence / nuisance to patient or health user". No reporting malfunction precedence exists for this complaint event for this product family. No adverse effects to the patient was reported as occurring.

Event description:
This follow up MDR is being submitted for cancellation and to include the investigation findings. Upon placing the stent, the tech was pulling out inside guiding catheter and experienced difficulty withdrawing catheter. Gave a little more effort and catheter stretched ((B)(4)). A second device was used and the tech was pulling out inside guiding catheter and experienced difficulty withdrawing catheter. Gave a little more effort and the whole handle stretched and pulled right off the guiding catheter ((B)(4)).

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
Upon placing the stent, the tech was pulling out inside guiding catheter and experienced difficulty withdrawing catheter. Gave a little more effort and catheter stretched ((B)(4)). A second device was used and the tech was pulling out inside guiding catheter and experienced difficulty withdrawing catheter. Gave a little more effort and the whole handle stretched and pulled right off the guiding catheter ((B)(4)).